Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. No general product problem could be found.

Manufacturer narrative:
The lc-ms/ms result was outsourced and the result was 3.01 pg/ml.

Manufacturer narrative:
Upon further investigation of the patient sample, a streptavidin interferent against a component of the reagent was confirmed. This interference is covered in product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." A general product problem could be excluded.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys ft3 iii assay result for one patient from the cobas 8000 e 801 module, serial number (B)(4) compared to an architect result. This medwatch covers the alleged results for the ft3 assay. Please refer to medwatch (B)(4) for the alleged tsh assay results. The results were reported outside of the laboratory to a physician. The architect result was believed to be correct as the patient does not have a thyroid tumor or hyperthyroidism symptoms.